Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. There were uart communications errors in the logs. The adapter was able to be fired with representative devices without loss of communications. The connection between the adapter and handle was strong. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Additionally, the investigation detected a unreported condition of a uart communications error that has no relationship to the reported condition. A definitive root cause for the communication error could not be determined. Based on the evidence available the reported condition that there was a loose connection between the handle and adapter was not confirmed. Additionally, there was an unreported condition of a uart communications error that was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the button of the adapter was not pressed when the adapter was released. The adapter was re-attached. There was no patient injury.